Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient was hospitalized on (B)(6) 2025 due to high blood glucose levels. The patient also experienced vomiting and positive ketones. The patient was initially assisted by mother by giving treatment with correction by pump. The blood glucose levels were 370 mg/dl and ketones were 2 mmol/l. The patient was treated with insulin intravenous in the hospital. The patient was in the hospital for two days. No further information available.